Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No on-site investigation was requested. The provided ventilator logs were reviewed. The event log confirms alarms for both low o2 concentration and low expiratory minute volume. The low o2 concentration alarm is triggered when the measured o2 level falls more than 5 vol.% below the set value. This alarm is delayed by 40 seconds after any change to the o2 concentration setting. The low expiratory minute volume alarm is triggered when the measured expiratory minute volume drops below the user-set alarm threshold. The low expiratory minute volume alarms suggest a leakage in the patient circuit system, which may have secondarily affected the o2 concentration. One plausible contributing factor is a temporary drop in gas supply pressure¿not sustained long enough (i.e., under 10 seconds) to trigger a separate low-pressure alarm. Combined with a significant circuit leakage, this could have caused increased flow from the air gas supply, diluting the o2 and resulting in a lower-than-expected concentration. The test log shows a successful pre-use check was completed prior to the event. The technical log does not contain any error codes indicating ventilator malfunction at the time. As conclusion, there is no evidence of ventilator malfunction during the ventilation period. However, the alarm history indicates that ventilation may have been compromised due to leakage in the patient circuit system.